Manufacturer narrative:
Evaluation summary: the product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a patient was experiencing blurry vision and a 'mechanical complication" with an intraocular lens (iol). Additional information was requested.